Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and low pacing impedance. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported events of failure to capture, failure to sense and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead had dislodged. The ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and exhibited failure to capture, failure to sense and low pacing impedance. The dislodgement was visualized with fluoroscopy imaging. The ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.